Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter aneurysm is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt proximal connector piece was returned for evaluation. An initial visual observation of the photograph showed a groshong nxt proximal connector piece with an aneurysm in the extension leg tubing. Clear fluid appears to be within the aneurysm region and within the extension leg tubing. The aneurysm was observed to occur slightly distal to the distal tip of the collar on the proximal connector piece. No other parts of the device could be seen in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that bulging of the pre-inflated extension tube during use. No further details were provided.